Event description:
The ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech could not duplicate the reported problem but confirmed there was a vent inop code in the diagnostics log indicating a flow sensor failure. The exahalation flow sensor was replaced as a precautionary measure. Final testing was performed and all tests passed per operating specifications.